Manufacturer narrative:
Associated regulatory report with this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the or case, an exploration of changes in impedances and loss of therapy was noticed. The impedances were checked with the tablet/alligator clips at the lead/extension site, at the extension, with the ins and continued to get values that changed. Monopolars were consistently greater than 2000 ohms that changed by about "300-too ohms," but they were not open. During a couple tests, bipole pairs showed shorted but then corrected in the next test and showed from 2000's to 4000's. The values of the pairing went as high as 5000's. 3 different tables and 2 alligator clips were used and the ins and extension were changed. This was attempted with the 8840 as well, and similar changing values were noticed with each test. Since these values continued to move around, there was concerns with the lead. There were no known issue/accident/fall related to the lead. It was stated that they were to take impedance measurements again in recovery and at a later date to see if they normalized before moving to a lead revision. Later on, more information was received that impedances changed yet again when in recovery. The hcp scrubbed and retested everything - the lead monopolar and bipolar with alligator clips (all showed normal this time, which matched the result the first time), the extension (normal again) and the ins (similar result to the last time, 0 and 3 monopolar was high and 1 and 2 bipolar was low). The results seemingly changed every time a test was ran but they would get similar results every other time. This was not figured out so they decided to close and were going to see if they can get therapy since monopolar 1 seemed to be working for now.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the root cause of the impedance issues wasn't determined. They tested all parts of the system multiple times (lead, extension, and ins separately) and kept getting different results. The impedance issues didn't resolve and their therapy was on 1. That contact was showing a normal impedance on the last 3 tests they ran so they left it as is and turned their therapy back on after the case. If they lost therapy again, they would consider a lead revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #703635506:analysis information -- (B)(6) 2020 13:23:25 cst pli# 10 product ID# 37612 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d11: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) explanted: product type implantable neurostimulator product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.